Manufacturer narrative:
Other text: one warmer device was received for investigation. The reported issue was confirmed during functional testing when the device activated a "no disposable" alarm unprompted. The issue was traced to the device microswitch, which was observed be damaged. A review of the warmer's device history record indicated the microswitch component had previously been tested and operated within specification, therefore the root cause was attributed to user interface. The warmer microswitch has been replaced and preventative maintenance has been performed.

Manufacturer narrative:
UDI number is unknown. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had re-occurring no disposable and check disposable alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.